Event description:
Additional information became available that this device was explanted and successfully replaced due to normal battery depletion.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this patient had a bicycle accident and a syncopal event as a result. The device was interrogated and the health care professional (hcp) couldn't see any premature ventricular contraction (pvc) episodes in the arrhythmia logbook so they called boston scientific technical services (ts) for advice. Ts stated that the device is programmed vvir and under pvc counters it stated 0. The hcp disagreed with the 0 reading, and wanted to know how to make the device store more information. Ts suggested lowering the tachy rate or dropping the number of beats needed. The hcp stated they will change that programming and monitor the patient. The device had checked out ok, but they patient was staying to address the injury's sustained from the accident. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.